Event description:
It was reported that the patient was experiencing inadequate stimulation. The patient underwent a spinal cord stimulator (scs) system explant procedure and was doing well post-operatively. No device malfunction was suspected. The explanted devices were not returned as they were kept by the medical facility.

Manufacturer narrative:
Exact date unknown, event occurred one year ago from date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-paddle leads; upn: m365sc8216700; model: sc-8216-70; serial: (B)(4). Batch: 21066475.